Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized overnight due to high blood glucose (bg) levels of 420 mg/dl and vomiting, while wearing the pod on the abdomen between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of fluids and bg levels were checked every hour.

Manufacturer narrative:
The download data from the returned device does not contain any hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. During investigation, fluid was able to flow through the entire fluid path. No damages or defects were observed that would inhibit the pod's ability to deliver insulin. The device was received partially deployed with the slide insert visible in the top housing viewing window. The formed needle was visible in the exposed portion of the soft cannula. The exposed needle resulted in the reported bleeding/bruising. After opening the device, the needle mechanism moved in to the fully deployed position. Score marks were observed on the underside of the top housing, indicating a misalignment of the linkage assembly. The needle mechanism was reset and deployed as intended with no issues.